Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -because more than 8 years had passed from the subject device had been manufactured and the igniter or the lamp was deteriorated, clv lamp error occurred.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing that clv lamp error(e103) occurred. There was no report of patient injury associated with the event.